Event description:
Farawave catheter 35mm control slide stiff and lumen would not flush. Not patient harm occurred another 35mm farawave was used to finish the case. Clinical site notified mfg rep of event directly and coordinated return of product w rep if applicable. Manufacturer response for pulsed field ablation catheter, farapulse farawave 35mm catheter (per site reporter). Site experiencing issues with this model.